Event description:
General report received of unspecified number of incidents of air entering the cardiac cath pressure monitoring kit. The customer contact stated that within the last two to three months it was noted that air is entering the cardiac cath system. When the air is noted, the manifold connections are tightened, the air is eliminated and the procedure is resumed. There were no reported adverse pt effects or delays of critical therapies. No medical interventions were required. Though requested, no add'l info was provided.

Event description:
Subsequent to the initial medwatch submission, the following information was received: the air was entering into the syringes of the cardiac cath pressure monitoring kits. This was discovered during standard set-up protocol and that there was no pt involvement.